Manufacturer narrative:
Symptoms or conditions health effect - clinical code of initial MDR should indicate: cardiac arrest a stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify or duplicate the reported issue. The device was returned to the customer by their request. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device failed during intervention on a patient. Patient did not survive reported event.

Manufacturer narrative:
(B)(6). Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Though physio-control requested some patient information, physio will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A clinical review of the downloaded electronic patient records is performed. A review of the device data indicates that the ECG signal was not present during the device time periods of 12:13:18 ¿ 12:14:40 am and 12:16:02 ¿ 12:16:35. Because the ECG was not available during this time it is unknown if the patient was in a shockable rhythm during these durations. In the medical judgement of these reviewers it is unknown if the device caused or contributed to the reported outcome. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device failed during intervention on a patient. Patient did not survive reported event.